Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the side arm of the device was damaged out of the packaging. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported product damage (bond failure) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a visual inspection of the returned pump revealed the purge sidearm was broken into two pieces at the bond between the air filter and the pressure reservoir. No other damage was found. Therefore, the cause of the product damage was sidearm bond damage due to excessive force. This report is being filed as part of a retrospective review of historical records.